Event description:
The field engineer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sbc, display adapter, and the image processor boards were evaluated and reseated. All cables to circuit boards in the workstation were evaluated and reseated. The system was tested and found to be working as intended and returned to service.